Event description:
It was reported that the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event and discharged three days later. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.